Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient had high blood glucose level of 26.4 mmol/l, ketones 2.7 mmol/l, diabetic ketoacidosis. Therfore, the patient was hospitalised on (B)(6) 2024. During hospitalisation, the patient received insulin drip. The patient was release from hospital on (B)(6) 2024. No further information available.